Event description:
After the patient reached normothermia of the ivtm therapy, the thermogard xp ivtm system generated an "air trap warning" alarm, and the nurse noted condensation on the start-up kit (suk) air trap. The nurse cleaned and dried the air trap holder and noted that the 500 ml saline bag had less than 200 ml of saline. After cleaning, the nurse restarted the therapy; however, the thermogard system generated an "air trap warning" alarm. The nurse checked the thermogard system and noted that the suk air trap again got wet. The nurse called zoll clinical field specialist (cfs) for troubleshooting, and the nurse noted saline on the floor and under the thermogard system while on the phone. The dwell time of the suk was approximately three days. Zoll cfs instructed the nurse to replace the suk and clean the air trap to continue the ivtm therapy; however, the customer couldn't get the "air trap warning" alarm cleared. Therefore, the customer replaced the suk and saline bag and completed the ivtm therapy using another thermogard system. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.